Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported to have injected the patient in ck1 4 3, ck5, c1 2 6, jw 4 5 32, and nlf with 2 syringes of juvéderm¿ voluma¿ with lidocaine. Over 3 months later the patient was injected in ck3, tt 123, nlf 123, and mlf 123 with 2 syringes of juvéderm® volift¿ with lidocaine. The patient was taking synthroid® replacement and hct ¿ fn -bp concomitantly. Almost 5 months later the patient presented red tender nodules in the right and left preauricular area. The cheeks felt very tender. No fever. ¿viral illness 2 weeks following¿. 11 days later the patient was treated with doxycycline. Almost 3 weeks later the patient was switched to bincm + cipro po bid x 2 weeks. On the following day an I & d of nodules was performed, which showed ¿staph epidermidis¿. 5 days later a c & s test of pus was performed showing ¿¿@ skin nucleus¿. The treatment was reported as necessary to prevent permanent damage. The hcp added that the event led to permanent damage and explained ¿atrophic scar l cheek 2 1/ I & d 2: telangiectasia ¿ r preauricular area.¿ the event resolved about a month and a week later. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00303 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.

Event description:
Healthcare professional (hcp) reported to have injected the patient in ck1 4 3, ck5, c1 2 6, jw 4 5 32, and nlf with 2 syringes of juvéderm¿ voluma¿ with lidocaine. Over 3 months later the patient was injected in ck3, tt 123, nlf 123, and mlf 123 with 2 syringes of juvéderm® volift¿ with lidocaine. The patient was taking synthroid® replacement and hct ¿ fn -bp concomitantly. Almost 5 months later the patient presented red tender nodules in the right and left preauricular area. The cheeks felt very tender. No fever. ¿viral illness 2 weeks following¿. 11 days later the patient was treated with doxycycline. Almost 3 weeks later the patient was switched to bincm + cipro po bid x 2 weeks. On the following day an I & d of nodules was performed, which showed ¿staph epidermidis¿. 5 days later a c & s test of pus was performed showing ¿¿@ skin nucleus¿. The treatment was reported as necessary to prevent permanent damage. The hcp added that the event led to permanent damage and explained ¿atrophic scar l cheek 2 1/ I & d 2: telangiectasia ¿ r preauricular area.¿ the event resolved about a month and a week later. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00303 (allergan complaint # 3005113652-2020-00303). This is the first MDR submitted for the first suspect product, juvéderm¿ voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was discarded. Corrected data: h.6